Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, front panel light-emitting diode flashing due to a faulty printed circuit board and a no image from the digital visual interface port due to a faulty distribution board were noted. In addition, air pressure failure due to faulty pump, heavy rust on the ap board, cable rust, metal part rust, dust inside device, top cover paint peeling, and rear panel rust were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that air/flow intermittent issue was observed with the video system center during reprocessing. During a standard service inspection of the customer returned device, front panel light-emitting diode flashing and no image were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, it's likely the front panel light-emitting diode was flashing due to a faulty printed circuit board (zz board). Additionally, it's likely the loss of image was due to a faulty printed circuit board (dp board). The root cause of the faulty printed circuit boards could not be determined. Olympus will continue to monitor field performance for this device.